Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date and time were incorrect due to the customer having turned the pump off for an extended period of time. Upon turning the pump on, customer corrected date and time. Blood glucose was 209 mg/dl.